Event description:
It was reported that the system would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system disk was in need of replacement. No further service information is available at this time.